Manufacturer narrative:
The customer stated that the central monitoring system (cns) has a blue screen and print outs a patient data who is not monitored. The device was returned to nihon kohden corporation for evaluation. However, the problem reported by the customer was not duplicated. The device was replaced by the customer's order, but further investigation and evaluation are in progress. Nihon kohden corporation will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer stated that the central monitoring system (cns) has a blue screen and print outs a patient data who is not monitored.

Manufacturer narrative:
Manufacturer narrative: the customer stated that the central monitoring system (cns) has a blue screen and print outs a patient data who is not monitored. The device was returned to nihon kohden corporation for evaluation. However, the problem reported by the customer was not duplicated. The device was replaced by the customer's order. Nkc checked the log file, and confirmed that there was an error log which was caused by graphic board processing. Nkc outsourced the dump file and log file analysis to the graphic board maker. Nkc checked the DHR, but problematic issue was not confirmed in the finished product inspection process. In addition, nkc could not find any problematic issue in the repair history. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.